Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulin pump had insulin flow block alarm. Blood glucose was 7.0 mmol/l. Troubleshooting was performed. Customer reported event was resolved by changing complete set. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.